Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was applied across the cystic artery. When the handles of the devices were squeezed together, to form a clip (the applier had been first fired when taken out of the package), the clip did not stay in the position it had been applied and fell into the pt. This happened again on firing of the 2nd and 3rd clip (the clip was retrieved on the 3rd clip but not the 2nd clip). A new er320 instrument was used to complete the case and fired correctly with no clips falling off.